Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that hair was found in the bd eclipse¿ needle casing during the bone marrow biopsy. The following information was provided by the initial reporter, translated from portuguese: "the physician and nursing team, when performing a bone marrow biopsy, observed the presence of a foreign body (hair) inside the needle casing."

Event description:
It was reported that hair was found in the bd eclipse¿ needle casing during the bone marrow biopsy. The following information was provided by the initial reporter, translated from portuguese: "the physician and nursing team, when performing a bone marrow biopsy, observed the presence of a foreign body (hair) inside the needle casing."

Manufacturer narrative:
H6: investigation summary photo was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed on the needle shield. A device history review was performed for the reported lot 9228865, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h10.